Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. On the event date november 09, 2022. Customer returned device for an alleged motor error alarm, rewind anomaly and battery cap anomaly. Device passed the error test, displacement test, seat, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm and no rewind anomaly during testing. Device history download using thds was successful. However, there is no found data available on device history on the event date. Unit was cut/open and inspected no moisture damage or component damage found inside the device. Test reservoir lock properly inside the reservoir tube. The motor was tested outside of the device and passed. Device received without original battery cap. Test battery cap fits and function properly. The following were noted during visual inspection: missing end cap sticker unit passed required testing. Not confirmed motor error alarm and rewind anomaly. Confirmed missing end cap sticker. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had motor errors. Insulin pump was slower or louder during rewind process and had cracks. Battery cap had to be replaced. The insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated the customer reported a damage on the insulin pump, loud sound during rewind and battery cap issue. No harm requiring medical intervention was reported. Troubleshooting could not be performed. The product not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.